Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer has been having issues with sensor glucose versus blood glucose. The customer has already replaced three sensors. The sensor glucose reading was 307mg/dl and blood glucose was 156mg/dl. In another occasion, the customer's sensor glucose reading was 58mg/dl and blood glucose was 161mg/dl. The customer was advised that device will be replaced.

Manufacturer narrative:
Inspected one opened and used enlite sensor; performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. The connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot performed bts test as the sensor is beyond its expiration date.